Event description:
Complainant alleged that while attempting to treat a 52 year old male patient, the device inappropriately shut down. The clinician replaced the battery twice and the third battery worked as it should however, the device displayed a "pad fault" error message. Complainant indicated that the clinician replaced the electrode pads and was able to deliver two successful shocks to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.